Event description:
The sapphire balloon was used for dilation in a heavily calcified and chronic total occlusion (cto) in the left anterior descending artery (lad). After the second inflation, the sapphire balloon ruptured and became stuck in the lad. When attempting to remove the sapphire balloon, the balloon became elongated and the distal marker became stuck as the proximal marker came out, causing the sapphire balloon shaft to fracture. An intra-aortic balloon pump (iabp) was placed. The patient was stable on iabp. A bypass procedure was performed, and an attempt was made to retrieve the balloon fragment, however, was unsuccessful. The patient was stable post bypass surgery.